Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead exhibited noise and oversensing; a drop in r-wave amplitude and pace impedance measurements was also noted. The patient presented for evaluation at which time noise could be reproduced when the patient reached out with their arm. Additionally, diaphragmatic stimulation was also reported due to programmed output on the competitor left ventricular (lv) lead. The lv lead output was decreased and the physician elected to wait to revise the rv lead until the time of device replacement as the crt-p was nearing elective replacement indicator (eri). The device was later returned without information pertaining to the revision procedure. No adverse patient effects were reported.